Event description:
Reported by patient as: "I have diarrhea and pain to my port site. I have no restriction to by band. My doctor told me I have an erosion." Follow up with the doctor reveals: "the patient has a confirmed erosion of the lap-band system with explant surgery for the band and port. This is directly due to the lap-band system."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The surgeon's office was asked to return the product for analysis once it is explanted. Visual examination may confirm or determine another connector type associated with this report. Erosion is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."